Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited an urgent care center with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl. No specific symptoms were reported. The patient was treated with an injection of insulin and was released after an hour. The patient reported the omnipod controller would not power on; therefore, he was not able to deliver bolus insulin with the pod. Patient reported he is on an alternate form of insulin delivery.